Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back stating already documented event that they have had trouble charging their ins for about a year. The pt worked with multiple medtronic reps who walked them through resetting the controller but they still had difficulty charging the ins. The pts medtronic rep walked them through passive recharge mode 6 times while getting a quality of 99 to 100 but the ins would not recharge even though the recharger was clicking but they still got no device found. Pt was needing an MRI today and their rep advised pt calling into patient services. While on the call pts ins was able to start a charge showing recharging excellent and the ins battery was in the red for charge. Pt mentioned they will need surgery to get a new ins in them because the ins slipped out of the capsule for there was a stitch pop so the ins stuck out of their back making it difficult to charge the ins.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they lost the ac power supply cord. Patient mentioned that they spoke with a medtronic rep and have an appointment on monday so they need to have their controller charged. Patient noted that they are meeting with the rep because they have been having a difficult time charging their implant for a long time. Patient stated that the implant battery sticks out of their back under their skin and that makes it more difficult to charge the implant. Patient mentioned that they are meeting with the rep to figure out if the issue is the implant battery placement or if they have charging issues; patient added that they cannot move when they charge as well. Agent asked the patient for an event date and patient stated that it's been going on for a while. When asked for a managing doctor (hcp); patient noted that they see dr. Mark stephen wilson. Agent sent an email to repair to replace the ac power supply cord. Additional information was received, the reason for call was patient reported they were going to get the newer model of ins battery because it was almost time to need a replacement anyway, and needed to do a pocket revision. Patient stated they found out after all these years that their battery was up a little higher because of the type of jeans they wore, so they went above the belt line. Apparently during implant surgery, there was a stitch or two that wasn't done correctly or popped or something because the ins battery popped out of the pocket right after surgery and had been sticking up against their skin ever since the surgery, and had been getting caught on things. For the past year, patient couldn't get the implant to charge because the positioning of the implant beneath their skin made the connection difficult to make a connection. Patient had to press their equipment flat against their back and couldn't move or breathe, and had to fight to get it to 30%. Patient thought maybe they had put on a lot of weight after surgery and pushed the battery out, but it had been so hard to charge that they couldn't use the device anymore. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.